Manufacturer narrative:
Product event summary: manufacturer's analysis confirmed the customer comment that the programmer stylus and cursor were not aligned. Analysis could not confirm the comment of the programmer shutting down. It was also indicated that the power cord bay latch was broken. These parts were replaced and the programmer passed final functional and system tests. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer stylus was unable to be calibrated. Once the application was started, it would shut down immediately while trying to calibrate the first position. The stylus was off by more than an inch on the left side of the screen and the right side was okay. The programmer was returned for service. No patient complications have been reported as a result of this event.